Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she wasn¿t feeling well and that she was experiencing high blood glucose. She said that she took her infusion set off and it was bent. She took a shot of insulin with a pen. The customer stated that she replaced her infusion set. During high blood glucose troubleshooting, her blood glucose was 465 mg/dl and she said that she was nauseated and not feeling well. She said that she did not want to continue troubleshooting for the high blood glucose because she believes that it was due to a tape issue with the infusion set. During troubleshooting for the tape not sticking, the customer stated that she does not use soaps, gels or lotions on the site. She said that she does not perspire heavily. The insulin pump will not be returning for analysis. The infusion set will be returning for analysis.